Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was used during a gastroscopy procedure performed in the mid esophagus on (B)(6) 2015. Reportedly, a non-bsc stent had previously been implanted within the patient¿s esophagus to treat a 5cm lesion and the first stent had migrated and eroded the aortic wall. According to the physician, the wallflex stent was to be implanted because the patient¿s coagulation status was not stable and the patient was bleeding from an unknown source. The patient was carbapenem-resistant enterobacteriaceae (cre) compromised and transferred to the ICU under isolation. The physician was able to deploy the wallflex stent bridged within the previously implanted stent without issue. The physician noted a lesion near the deployed stent and decided to use rat tooth forceps to reposition the wallflex stent to cover the lesion. However, upon repositioning of the stent a hidden clot dislodged. The patient began to bleed and the physician attempted to suction blood via the mouth but the bleeding was continuous. The patient was given intravenous fluid to replace the blood loss but, according to the physician, it was not enough compensate the blood loss. The patient died on (B)(6) 2015 due to extrangulated hemorrhage. In the physician's assessment, the stent was not to blame for the patient¿s death.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.